Manufacturer narrative:
The device was received on april 13, 2017 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint of overheating and visible metal shavings could not be confirmed. Product did not overheat during functional testing and no metal shavings were found on fork assembly or suction tube surface. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat. All functions perform as expected. No problem found.

Event description:
It was reported that during the procedure the device was found to be running hot. Additionally, metal shavings were also visible. A less than 30 min delay was reported. A backup device was available for use. No patient injury reported.